Manufacturer narrative:
The customer-reported issue of a fault alarm was confirmed via review of the driver's alarm history where a 49 alarm fault code was recorded. This code can be caused by kinking of the driveline, a possible device malfunction, or patient hypertension or hypervolemia. A kink in the driveline would have to be sustained for 4 minutes, 15 seconds (continuous alarm conditions without resolve) in order for the 49 alarm code to be recorded. The driver passed all incoming functional test requirements with no issues indicating there was no evidence of a device malfunction. The mock tank was then manually adjusted to increase the systemic resistance pressure outside of normotensive values, at which time the driver exhibited an alarm as designed. This reproduced the customer-reported alarm and the recording of a 49 fault code. A possible cause for the reported alarm experienced by the patient could be attributed to the patient conditions. An alarm for a possible patient condition (hypertension, hypervolemia, low cardiac output (below 3.5 lpm)) records as a fault alarm in the eeprom after 4 minutes, 15 seconds of continuous alarm conditions without resolve. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up. There was no reported adverse patient impact.